Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. This event was reported as a duplicate report. Please refer to mfg report # 9610773-2025-07219.

Event description:
No additional information received from the customer.

Event description:
It was reported that the rigid endoscope telescope was missing a light adapter. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.